Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted within the mid-esophagus of a patient on (B)(6) 2013 during a gastroscopy and stent insertion procedure. According to the complainant, the stent was implanted due to a benign tumor in the mid-esophagus causing an approximately 4 cm lesion. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. The patient had been undergoing radiation therapy. During the procedure, the stent was implanted without any issues. Five months post procedure, on (B)(6) 2013, the patient complained of discomfort. The physician re-scoped the patient and noted that the proximal flare of the ultraflex stent had eroded through to the trachea. In the physician¿s assessment, the patient condition and the stent both likely contributed to the erosion. To date, the physician has not performed any intervention to treat the erosion but is considering possible treatment options such as placement of an airway stent or removal of the esophageal stent. The patient¿s condition was reported to be stable but requiring further treatment.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. The complainant indicated that the device implanted within the patient and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.